Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital for multiple shocks. It was noted that the shocks were not able to convert the patient back to sinus rhythm. Programming changes and further testing were recommended. The physician decided not to make any changes. The patient will be follow-up with the implanting physician at the primary hospital. The patient was stable.